Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion) h11. Corrected fields: e4. A getinge field service engineer (fse) states, found that drive regulator calibration would not maintain proper setting to pass calibration. Replaced part regulator. Once replaced verified calibration.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) healthcare. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) units pressure regulator would not hold consistent set value. There was no patient involvement reported.